Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced infection (date of infection unknown) at the scs ipg site. Cultures obtained were positive for infection and so the patient was prescribed oral antibiotics. Surgical intervention was undertaken wherein the scs system was explanted and replaced. Reportedly, infection resolved.

Manufacturer narrative:
It was inadvertently reported in the initial report that cultures were (B)(6) for infection. The correct information is included in the additional report.

Event description:
Additional information received that date of surgical intervention is unknown. Result of cultures were unknown.